Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 55mm diameter abdominal aortic aneurysm. The aortic neck was originally severely tortuous. However, it was reported that, approximately during a follow-up CT scan performed approximately 1 month post index procedure, a type ia endoleak was noted. The physician stated that the cause of the event was the patient¿s short aortic neck and tortuous anatomy. No additional clinical sequelae were reported and the patient will be monitored by their physician.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received for this case reported that an additional cuff was implanted resulting in a decrease in the endoleak. No additional clinical sequelae were reported and the patient will be monitored by their physician. If information is provided in the future, a supplemental report will be issued.